Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor home switch was found with corrosion damage per visual inspection. The pump also had a cracked case at the display window corners, a cracked display window, a cracked belt clip slot, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. It was also found a failed battery test alarm occurred after replacing the battery. Customer's blood glucose was 265 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer declined to troubleshoot for their failed battery test alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.